Event description:
Machine failed in or during cataract phacoemulsion/aspiration. No apparent injury to pt. Case delayed while machine switched to back up. Product manager called to troubleshoot machine. Service rep serviced machine next day. No further problems.